Event description:
Procedure type: sigmoid resection. According to the reporter: surgeon transected sigmoid with contour and then used our (B)(4). Anastomotic leak on anterior side of anastomosis. Resected again with contour and then used another (B)(4). Leaked again. Resected with our (B)(4), checked staple line and there was a leak prior to firing eea. Used contour again then ethicon (B)(4). Leaked at same point on anastomosis. Dr then looked at me and said she felt that there must be an issue with the pts tissue if the same thing happened using both brands of staplers. She did not then believe that the stapler caused the problem. Diverted to colostomy. Unintended colostomy.

Manufacturer narrative:
(B)(4).